Event description:
It was reported that this pacemaker system exhibited oversensing of noisy signals on the right atrial (ra) lead. Additionally, while tested in bipolar configuration, the lead also exhibited undersensing. The undersensing was also observed on the right ventricular (rv) lead. The physician is planning to perform a lead revision. No adverse patient effects were reported. This device system remains in service.